Manufacturer narrative:
Eval: the iab was rec'd intact for eval with the balloon membrane noted to be completely unfolded. As a test, the iab was placed in a test chamber having a 75 mmhg back pressure to silulate the pressure within the aorta. The balloon pumped satisfacftorily at 100 and 140 bpm on the sys 97. No alarms were triggered on the pump. After 2 mins or pumping, an inflate/deflate chart was recorded. The chart confirmed that the balloon fully inflated and deflated satisfactorily at 100 and 140 bpm during lab iabp testing. Thus, lab examination revealed no defects in the returned iab. (This follow-up MDR was mailed to the FDA on 5/04/98).

Event description:
The iab did inflate inside the pt even with a syringe. After the iab was removed, it did inflate with a syringe. A second iab was inserted into the pt. (Multiple event to customer complaint number 98-00326). The following was reported to datascope on 3/23/98: the sys 97 pump alarm sounded because the iab did not inflate. There was no pt injury or complication as a result of the event. [Event complications]: unk-reported 3/12/98; none-reported 3/23/98. [Pt's current status]: unk-rpt'd 3/12/98.